Manufacturer narrative:
(B)(4). Batch # n56k14. Investigation summary the analysis showed that an ats45 device was received with no cartridge reload present. Further analysis shows that the device was noted to have insufficient anvil crimp. No functional was performed due the condition of the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: to clarify "stapler had a metal piece standing off its shaft", was any part of the shaft damaged? Actually, it is a black plastic piece of the distal part of the articulating joint that is sticking out. The shaft itself does not appear to be damaged, only a small part of the plastic of the articulating joint. Was the piece you refer to from the jaw, articulating joint, or any other mechanical part of the device? The part is from the articulating joint was the device found this way when it was removed from its packaging? Yes. Nobody realized that the device was damaged until the surgeons tried to insert it through the trocar. Because of this plastic part sticking out, the instrument could not be inserted into the trocar.

Event description:
It was reported that the stapler had a metal piece standing off its shaft so that insertion into the trocar was not possible from the start. Used stapler from competitor to proceed,